Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not functioning. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the touchscreen was not functioning. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp checked the device and cleaned the touchscreen, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).